Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, 12f, 18f. Proglide sutures (x3). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional five proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that bilateral suture placement in common femoral arteries was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no suture with plunger removal for both proglide devices. The sutures of two new proglide devices were successfully pre-placed at both access sites. The sheaths were upsized to 12 and 18f. The evar procedure was completed. When the pre-placed sutures for the first access site were used for closure, the knots were advanced with tension on the rail suture end as usual. The knots progressed to only 2cm above skin level. Both knots could not be advanced any further. The two pre-placed sutures for the opposite access site experienced the same result. A cut down was performed at each access site and both access sites were closed with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.